Manufacturer narrative:
A specific root cause could not be determined. Based on the provided data, the most likely root cause can be related to pre-analytic sample handling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer provided data for four additional patient samples involved in the event. It was asked, but it is not known if any of this data corresponds to the first patient example that was provided. A second sample initially resulted as 140 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated and resulted as 148 mmol/l for ise sodium. The customer was asked, but could not confirm if the sample had been repeated on the same analyzer or a different analyzer. The repeat result was believed to be correct. This sample resulted as 3.9 mmol/l for ise potassium and 109 mmol/l for ise chloride. A third sample initially resulted as 141 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated and resulted as 148 mmol/l for ise sodium. The customer was asked, but could not confirm if the sample had been repeated on the same analyzer or a different analyzer. The repeat result was believed to be correct. This sample resulted as 3.9 mmol/l for ise potassium and 110 mmol/l for ise chloride. A fourth sample initially resulted as 142 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated and resulted as 149 mmol/l for ise sodium. The customer was asked, but could not confirm if the sample had been repeated on the same analyzer or a different analyzer. The repeat result was believed to be correct. This sample resulted as 4.9 mmol/l for ise potassium and 108 mmol/l for ise chloride. A fifth sample initially resulted as 140 mmol/l for ise sodium and this value was reported outside of the laboratory. The sample was repeated and resulted as 148 mmol/l for ise sodium. The customer was asked, but could not confirm if the sample had been repeated on the same analyzer or a different analyzer. The repeat result was believed to be correct. This sample resulted as 3.7 mmol/l for ise potassium and 109 mmol/l for ise chloride. These patients were not adversely affected.

Event description:
The customer reported that they received questionable high results for a total of 46 patient samples tested for ion selective electrode (ise) sodium. Of these 46 patient samples, the customer only provided one example of a patient sample that had an erroneous ise sodium result. The sample initially resulted as 148 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 140 mmol/l. The customer was asked, but could not confirm if the sample had been repeated on the same analyzer or a different analyzer. The repeat result was believed to be correct. The patient was not adversely affected. The customer was asked, but did not provide the ise sodium electrode lot number or expiration date. The field service representative could not confirm a cause for the issue. He did note that there were excessive salt deposits found on the diluent dispense nozzle. He cleaned the nozzles, dilution vessel, and sample probe. He checked dispense, mixing, and aspiration. He performed ise checks, calibration, quality controls, and precision studies.